Event description:
During evaluation of a returned spectrum pump, the device alarmed downstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed downstream occlusion during simulated therapy. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be a failed force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.